Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "offset self check failure-1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The malfunction was duplicated and attributed to the corrupted calibration table on the smart pneumatic module board. It is unknown if customer performed any software upgrades onsite. The firmware was reinstalled and the serial numbers were restored to remedy the reported problem. The device passed the final testing and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.